Event description:
It was reported that a patient experienced hyperglycemia after a supply change while using the ilet, with a peak blood glucose of 314 mg/dl that trended down during the call; no alerts for sustained levels above 300 mg/dl occurred, no ketone testing or back-up therapy was used, and no medical intervention was required. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no injury, no hospitalization, and no need for assistance. Investigation included complaint intake, troubleshooting, and education. Investigation of this case revealed no device alarms and no device malfunction identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.